Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty inserting the guidewire into the left ventricular lead, which led to lead damage. The lead was not used and a new lead was implanted. The patient was stable.